Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a follow-up in clinic, episodes of oversensing were noted on the right ventricular (rv) lead. The pin of the rv lead was explanted and the lead was capped and replaced. The patient was stable with no consequences.

Manufacturer narrative:
As received, a partial lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of noise and over sensing were not confirmed.